Event description:
It was reported: "the push back could not be pushed down and the "pusher" was folded." Additional information: the initial used sheath was kept in placed for closure with a new manta device there was no reported patient harm, complications or prolonged hospital stay due to the event. There was no medical intervention - just a new manta needed to be used patient is doing fine - was discharged.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. A photo was received showing the device carrier tube covered in blood particulate and has two buckles. The device lot history record review for lot number mn2401567 manta 14f ce indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. An 83-year-old male patient presented in the or for a protected pci procedure. Following the protected pci, an 14f ce manta was deployed for closure. No issues were encountered advancing or withdrawing the manta sheath. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered mild resistance attempting to advance the bypass tube into the sheath hub. The bypass tube would not enter into the hemostatic valve. Buckling and bending occurred to the bypass tube when resistance was met. The first 14f ce manta sheath remained in place, and the 14f ce manta device was removed. A second 14f manta device was opened and deployed, immediately achieving hemostasis. The patient did not experience any harm, injury, or health consequence from this event and outcome post-procedure was fine. The manta instructions for use (IFU) indicates: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Procedure requirements indicate states: the manta closure must be deployed using the manta sheath provided in the manta package, do not substitute any other sheath. A CAPA was previously opened under teleflex quality system to address this issue. Further investigation related to this event will be initiated only if the occurrence rate exceeds the limit as per the CAPA. The der process will continue to monitor for any similar events.

Event description:
It was reported: "the push back could not be pushed down and the "pusher" was folded." Additional information: the initial used sheath was kept in placed for closure with a new manta device there was no reported patient harm, complications or prolonged hospital stay due to the event. There was no medical intervention - just a new manta needed to be used patient is doing fine - was discharged.